Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline for 7 days. A field service engineer (fse)had asked the customer to consult with the it team to verify whether the network port was functioning correctly. The customer later called back and reported that two other machines were not communicating. The fse checked in the remote support system (rss) and found that all three stations had stopped communicating seven days earlier and then checked the stations again in rss and found that all three were showing as ¿online.¿ the customer was contacted and informed that the it team must have resolved the issue. The customer was advised to open a new case if the issue of station sluggishness persisted. To test the repair, the field service engineer verified that the stations were online in rss.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es station very sluggish. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.